Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d and implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on current electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.